Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed; however, the exact cause is unknown. Seven photographs and one video of a powerpicc were returned for evaluation. An initial visual observation of the photographs and video showed at least three catheters with leaks and/or splits in the catheter tubing. Evidence of use and biological residue were observed on the samples. Although the leaks and/or splits were observed, no further details or distinguishing features of the damage could be discerned from the returned photographs and video which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a split PICC. No other information was provided.

Event description:
It was reported a split PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.